Manufacturer narrative:
On 9/4/2020, the product investigation was completed. Device evaluation details: upon inspected, it was identified that the hemostatic valve was dislodged inside of the hub. The brim cap and friction ring remained intact. Brim cap and friction ring remain intact. Then, testing was performed with the carto and the sheath failed: a ring black was displayed. Then, a failure analysis was performed, and the sheath was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The device history record (DHR) for the lot number 00001198 has been received and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the electrical wire breakage cannot be determined. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of the hub. It was initially reported by the customer that the carto vizigo¿ 8.5f bi-directional guiding sheath - small was not being visualized when it was plugged into the system. The catheter was replaced and plugged into quad b and the issue was resolved. The customer's initial reported information is not reportable. The device is not visualized by the carto system. The user will have to replace the catheter in order to complete the case. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. However, this complaint is now MDR-reportable as the complaint device was inspected on (B)(6) 2020, and it was found that the hemostatic valve is dislodged inside of hub. Brim cap and friction ring remain intact.